Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n247114, implanted: (B)(6) 2010, product type accessory; product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that a personal therapy manager (ptm) was not successfully uploading information. It was also reported that the patient felt ¿it's giving her boluses when it's not time¿ and refill date did not change after her refill a week ago. This was resolved by decoupling/recoupling the ptm. The device system was used to deliver morphine and baclofen.